Event description:
The customer reorted that the ventilator exhibited a technical failure 388 alarm. There was no patient involvement reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however they did submit the device log files for review. The log review confirmed the customers reported issue, the pressure limiter was defective and required replacement of the inspiration block.